Event description:
The customer reported being hospitalized with high blood glucose. The blood glucose reading was 249mg/dl. The customer stated that the insulin pump turned off and would not turn on after inserting a new battery. The caller was not able to control and her glucose level kept increasing. The customer did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. All operating currents were within specifications. The device was programmed and monitored for two days with no blank display noted. After testing it was concluded that the device operated within specifications.